Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the first band was successfully deployed without problems. The device then suctioned the varicose vein for the deployment of the second band; however, the second band did not deploy from the cap. Another attempt was made to deploy the second band but still unsuccessful. It was then noticed that the patient had a slight bleeding. The device was then removed from the scope and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. It was reported that the minor bleeding was successfully stopped with medications ordered by the physician. The patient was reported to have fully recovered. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process; however, per the instructions for use (IFU): "removal of the ligator shrink wrap is done at the end of the setup." Additionally, the physician did not take up the slack by pulling the proximal end of trip wire on the handle unit; however, per the IFU, "take up slack by pulling proximal end of trip wire on handle unit." A video during the procedure with the complaint device outside the patient was provided by the customer and showed that the bands would not deploy despite turning the handle.

Event description:
Iit was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the first band was successfully deployed without problems. The device then suctioned the varicose vein for the deployment of the second band; however, the second band did not deploy from the cap. Another attempt was made to deploy the second band but still unsuccessful. It was then noticed that the patient had a slight bleeding. The device was then removed from the scope and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. It was reported that the minor bleeding was successfully stopped with medications ordered by the physician. The patient was reported to have fully recovered. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process; however, per the instructions for use (IFU): "removal of the ligator shrink wrap is done at the end of the setup." Additionally, the physician did not take up the slack by pulling the proximal end of trip wire on the handle unit; however, per the IFU, "take up slack by pulling proximal end of trip wire on handle unit." A video during the procedure with the complaint device outside the patient was provided by the customer and showed that the bands would not deploy despite turning the handle. Additional information received on 26jun2024: it was confirmed that the patient was treated with a "vasopressor" to stop the minor bleeding. Additionally, it was clarified that the shrink wrap was indeed removed at the end of the setup process.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the ligator housing was not returned with the device. The handle did not have evidence that the trip wire was being secured, and the trip wire was found broken. Per media analysis on the provided video, it showed that the bands were unable to deploy, the trip wire was not secured into the handle slot, and the slack was not taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon media analysis, it showed the bands were unable to deploy, the trip wire was not secured into the handle slot, and the slack was also not taken up. Upon analysis on the returned handle, it was found the trip wire was not secured, and the trip wire was broken. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the trip wire wasn't pulled up to take up rest of slack; however, the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." These conditions, unsecured trip wire and the slack of the trip wire was not pulled, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. The reported adverse event "hemorrhage, minor" is a known inherent risk and is documented in the device labeling and IFU and it is noted in the adverse events section (including both short or long term known complications or adverse reactions). Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the first band was successfully deployed without problems. The device then suctioned the varicose vein for the deployment of the second band; however, the second band did not deploy from the cap. Another attempt was made to deploy the second band but still unsuccessful. It was then noticed that the patient had a slight bleeding. A "vasopressor" was used to stop the minor bleeding. The exact vasopressor was unknown. The device was then removed from the scope and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. It was reported that the minor bleeding was successfully stopped with medications ordered by the physician. The patient was reported to have fully recovered. Note: a video during the procedure with the complaint device outside the patient was provided by the customer and showed that the bands would not deploy despite turning the handle. It was also observed that the tripwire was not secured in the slot on the handle unit; however, per the instructions for use (IFU): "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the first band was successfully deployed without problems. The device then suctioned the varicose vein for the deployment of the second band; however, the second band did not deploy from the cap. Another attempt was made to deploy the second band but still unsuccessful. It was then noticed that the patient had a slight bleeding. The device was then removed from the scope and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. It was reported that the minor bleeding was successfully stopped with medications ordered by the physician. The patient was reported to have fully recovered. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process; however, per the instructions for use (IFU): "removal of the ligator shrink wrap is done at the end of the setup." Additionally, the physician did not take up the slack by pulling the proximal end of trip wire on the handle unit; however, per the IFU, "take up slack by pulling proximal end of trip wire on handle unit." A video during the procedure with the complaint device outside the patient was provided by the customer and showed that the bands would not deploy despite turning the handle. Additional information received on 26jun2024: it was confirmed that the patient was treated with a "vasopressor" to stop the minor bleeding. Additionally, it was clarified that the shrink wrap was indeed removed at the end of the setup process.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 (device codes) have been updated based on the additional information received on june 26, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.